Event description:
Reportedly, the doctor needed to use a different lens after placing the first lens due to the patient's anatomy. The lens was inserted and removed during the same surgery, (B)(6) 2011. An enlarged incision and a suture were required. There were no patient injuries or complications reported. Another lens was used successfully.

Manufacturer narrative:
The lens was received and visually inspected with one (1) distorted haptic found along with evidence of ophthalmic viscosurgical device, (ovd) on the lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Provided the returned to manufacturer date of 2/10/2012 that was missing on the initial medical device report. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.